Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was premature battery depletion. It was noted that actions as a result of this event included a replacement. It was noted that the patient¿s status at the time of the report was alive with no injury. It was noted that it was unknown if there was any patient symptoms or complications associated with the event. Additional information was requested but was not available as of the date of this report.